Manufacturer narrative:
The subject device was inspected at (B)(4). It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. Based on the report of (B)(4) and the labeling review, omsc presumed it was caused by the following stress applied to the insertion part of the subject device; physical stress such as rubbing or hitting the insertion part. Chemical stress caused by deviating from the instructions for safe use (IFU/reprocessing manual). Stress due to poor storage environment (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to (B)(4) for repair of the bending tube leakage. There was no report of patient injury associated with the event.